Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in december 2012. The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.